Event description:
It is reported that the pt is experiencing trouble walking.

Manufacturer narrative:
Surgical notes were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. This device is used for treatment. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. Attempts have been made to obtain additional info however, no further info has been received to date. A definitive root cause cannot be determined with the info provided.